Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the uplink functional tests are out of specification; the rf (radio frequency) head cable found electrically out of specification. Analysis also found the lens is cracked in the upper case and the rf head label is missing the laminate backing. (B)(4).